Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was high. Customer declined troubleshooting because she knows what to do. Customer stated that she was sick and was not feeling well. Customer's blood glucose was 450 mg/dl. Customer treated with a syringe using 10 units from her old sliding scale. Customer stated that it still did not work, so she went back home and switched out her infusion site. Customer's blood glucose was 300 mg/dl and she treated again with a syringe. Customer was not sure of the amount but she could see that her blood glucose level was coming down.